Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: failure on self test while switch on the unit, error « ventilation unit startup stopped. .

Event description:
The following was reported to hamilton medical ag: summary: failure on self test while switch on the unit, error « ventilation unit startup stopped.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: vu esm board. Correction: replaced defective component. The service technician visited the hospital on (B)(6) 2023, replaced the vu mainboard, performed the complete service software with success, downloaded the logfiles of the ventilator and released the device afterwards.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: vu esm board. Correction: replaced defective component. The service technician visited the hospital on (B)(6) 2023, replaced the vu mainboard, performed the complete service software with success, downloaded the logfiles of the ventilator and released the device afterwards. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: failure on self test while switch on the unit, error ventilation unit startup stopped.